Event description:
It was reported that the patient called the paramedics due to low blood glucose levels. It was stated that the patient was not having problems with the insulin pump at the time, and has not had any issues since the event. Attempted to contact the patient for more information, but got the patient's voicemail each time. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.